Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was under delivering and they experienced high blood glucose level of 417 mg/dl. The customer feels ok to troubleshooting high blood glucose level. The customer was treated for the high blood glucose with manual injections. The customer was not using auto mode feature at the time of high blood glucose event. Based on customer report customer does allege insulin pump was under delivering because insulin pump not gave enough insulin and she experienced high blood glucose. Customer did self test for insulin pump and it was pass. The insulin pump and reservoir will not be returned for analysis.